Event description:
The recipient is reportedly experiencing loss of lock. Revision surgery is under consideration. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the fantail and surgical tool marks were observed on the epoxy header prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a low voltage value on a node. The internal visual inspection did not reveal any anomalies on internal components. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.